Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had a blood glucose (bg) level of above (400 mg/dl) the customer took a bolus via the pump to stabilize bg level. Reportedly, the customer fell down. However stated to be okay. During troubleshooting with tandem technical support (cts), a system check was performed and indicated that the pump was functioning as intended.